Manufacturer narrative:
The position of the footrest, camber tube, back angle, the tautness of the back upholstery as well as the user's condition are directly related to the wheelchair's stability. Page 21; part no 1110545; rev. F - 10/10 should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer stated wheels are worn out. Per tech service, one side is frozen into the camber tube. The other side the button and plunger is missing. No consumer information was given.